Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Based on historical data, it is likely that off axis forces during insertion led to the reported event. However, with no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that when using the angio-seal device the locator was inserted into the insertion sheath, and the insertion sheath became kinked. The device was not used and was replaced by another angio-seal device to continue the procedure. Hemostasis was successfully achieved by the second device. Blood loss was reported to be less than 250cc. The procedure before deploying the device was a percutaneous peripheral intervention (ppi). A pre-deployment angiogram was performed. The size of the sheath ancillary used was an 8fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 10 mm. There was no health damage to the patient. There were no other devices or equipment used with the angio-seal device.